Event description:
On (B)(6) 2014, the patient reported that he is questioning the accuracy of the bolus recommendations provided by his blood glucose monitor. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA.